Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc. Once the investigation has been completed a follow up report will be filed. (B)(4).

Event description:
Pinched black wire. I attempted to fix that black wire, and replaced the fuses after trip to (B)(6) but still could not get this leep to work. Both the esu and the smoke evacuator work fine on their own. (B)(4).

Manufacturer narrative:
Reference (B)(4). Investigation: x-review DHR, x-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals one similar issue. A review of the DHR reveals no anomalies. Service & repair confirmed the complaint condition: not functioning. The unit did not have output. The unit was found to have a pinched wire and another in an open condition. The pinched wire is thought to have been caught between the enclosure casing either from when the unit was being closed up by the customer or possibly from assembly in 2015. No additional information on the unit is available but the assembly of the integration unit used in the leep precision system, (B)(4), requires crimping of wires to connectors that provide a path for power to the generator and the smoke evacuator. A definitive root cause is not readily available. However, outside of what the customer had been doing inside the unit, a potential root cause may have been a bad crimp due to assembly error. Based on the 2 year complaint history, this is considered and isolated incident. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. Correction and/or corrective action: the unit was repaired under warranty and returned to the customer. The assembly of 53514 had been updated with a new fast-on crimper and optimized the wire sheathing for best possible fit when crimping. This was done during routine manufacturing activities on on-going builds and treated as beneficial in a largely manual process. The correction was not due to any particular complaint. The previous fast-on was also noted to be of a dissimilar gauge at 16 instead of 18 like the wire. This was reviewed and processed to have the fast-on match the wire gauge under (B)(4); it was implemented to update the wire print in order to ensure the correct wire is ordered. Subsequently, again due to normal production activities, the connector/crimp was updated due to the introduction of a new semi-automated crimping tool under vmp-18-0057-r and validated under (B)(4). Was the complaint confirmed? Yes.

Event description:
Pinched black wire. I attempted to fix that black wire, and replaced the fuses after trip to grainger, but still could not get this leep to work. Both the esu and the smoke evacuator work fine on their own. (B)(4).